Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient's implantable neurostimulator (ins) was in overdischarge. The patient had used their stimulator up until around thanksgiving and then had a car accident. They were unsure if the accident had some relation to the situation. Four physician recharge modes had been performed and the ins remained in overdischarge. It was noted that the patient was slightly larger and the ins was not easy to palpate. The manufacturer representative had to have the patient position the recharger for them. The patient had experienced recharging challenges in the past but they did not appear to be significant. Another physician recharge mode was performed and the power on reset (por) was cleared. There were no patient symptoms reported. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.